Event description:
The report we received from the field indicated that the cypher stent was damage and kinked coming of the package. The product was not clinically used. There was not external damage on the package. The procedure was completed by using another cypher stent. The product was returned and proximal stent strut uplift was observed on the returned product. The failure analysis evaluation of the returned product for the observed strut uplift is not yet complete. Additional information will be submitted within 30 days from receipt.